Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. However, the device was explanted as it was not providing benefit to the patient due to the migration of the active electrode into the middle ear. The damages found during device investigation are most likely due to the explantation surgery. This is a combined initial and final report.

Event description:
The device was explanted due to the extrusion of electrode from cochlea. The distal end of array was cut off during the surgery. Patient has been re-implanted.